Event description:
Based on the information provided, the patient had breast implants implanted in 2006 for reconstruction purposes. Patient was diagnosed with an allergic reaction by an allergist. The patient also experienced extrusion of the left implant. The implant was removed the following month. This event was reported to mentor two months later.